Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The urea/bun reagent lot number was 771886 with an expiration date of 30-sep-2024. The customer had no further issues after the service visit. A general reagent issue was excluded as calibration and qc were acceptable. The service actions resolved the issue.

Manufacturer narrative:
The c702 module serial number was (B)(6). No issues were identified during a review of the reaction monitor data. Calibration and qc were acceptable. During a review of the alarm trace data, "cell skip", "abnormal temperature control" and "abnormal aspiration" alarms occurred frequently. The precision check results suggested issues with cell rinse and mixing functionalities. The customer does not regularly clean the sample and reagent probes. The field service engineer (fse) cleaned and aligned the sample probes. No further temperature or aspiration alarms were received. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for urea/bun (ureal) on a cobas 8000 c 702 module. The initial result was 8.7 mg/dl. The repeat result was 65.1 m/dl. The questionable result was not reported to the patient.